Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Component code: g03001. During the requested site visit, the field service engineer (fse) investigated the issue and determined obstructed/misaligned sample probe due to cover was install incorrectly after completing quarterly maintenance by customer. The instrument cover installed correctly, and sample probe calibration resolved the issue. A review of the alinity c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of elevated concentration and erratic results, including a removal, replacement and verification of list number 04s53-01 sample probe. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6).

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier = (B)(6).

Event description:
The customer observed falsely decreased multiple assay results on alinity c processing module for several patients. The results provided were: initial on (B)(6) 2021/repeated on (B)(6) 2021: sid (B)(6): magnesium=1.3 mg/dl/ repeated=1.9 mg/dl, sid (B)(6): co2=14 meq/l /repeated=27 meq/l; total bilirubin=0.4 mg/dl /repeated=0.6 mg/dl sid (B)(6): magnesium=1.3 mg/dl/ repeated=1.9 mg/dl, sid (B)(6): sodium=109 meq/l /repeated=140 meq/l there was no reported impact to patient management.